Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she's been experiencing high bg. The customer's blood glucose was 363 mg/dl at the time of incident. Troubleshooting was done. Customer saw leaks out of quick release. The reservoir, infusion sets will be replaced and insulin pump will not be returned for analysis.